Manufacturer narrative:
Estimated based on implant date of (B)(6) 2020 and device related thrombus discovery at 45-day follow-up lot number.

Event description:
It was reported that device related thrombus (drt) occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. Post implant drug regimen was aspirin and oral anticoagulant (oac) medications. At the 45-day follow-up, transesophageal echocardiogram (tee) revealed a drt on the threaded insert to the limbus. The patient continued oac medications. At the 1-year follow-up, drt was still present. The patient was instructed to continue oac and follow up in 1 year.

Event description:
It was reported that device related thrombus (drt) occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. Post implant drug regimen was aspirin and oral anticoagulant (oac) medications. At the 45-day follow-up, transesophageal echocardiogram (tee) revealed a drt on the threaded insert to the limbus. The patient continued oac medications. At the 1-year follow-up, drt was still present. The patient was instructed to continue oac and follow up in 1 year.

Manufacturer narrative:
Estimated based on implant date of (B)(6) 2021 and device related thrombus discovery at 45-day follow-up.